Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stricture performed on (B)(6) 2026. It was reported that before insertion of the tome into the biopsy port, the physician noticed that the tip was very bowed. The assistant attempted to unbow it, but the cutting wire will not release the bow; it made cannulation more difficult. It was also reported there was a bit of resistance when injecting contrast. A photo was provided from the customer, showing that the cutting wire was in bowed position. It was reported that the original method and device were used to complete the procedure. There were no patient complications reported as a result of this event and the patient's condition was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of wire failure to release bow.